Event description:
It was reported that the customer had high blood glucose levels of 179 mg/dl. The customer reported a motor error alarm from the insulin pump during bolus. The customer also reported a no delivery alarm from the insulin pump. Troubleshooting was done. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer also reported that the no delivery alarm from the insulin pump was resolved by re-priming the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer declined to have the insulin pump replaced since there were no other issues with the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.